Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy. Upon review, it was noted that the episode appeared to be svt and that the morphology match scores were lower. Further information was requested however, was not provided.